Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead has had an elevated progressive threshold rise. The lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was further reported that the lead had failure to capture and that the right ventricular (rv) lead capture threshold is elevated. The lead use continued based on medical judgement.